Event description:
On (B)(6) 2012, pt reported the down button on her infusion device is not working. Pt stated she noticed the concern when she was attempting to do a quick bolus. Pt reported the issue occurred last night. Pt stated she did not receive the button recall notice. Pt reported the button pops back up. Pt stated the button issue is constant and the button doesn't work no matter how hard it is pressed. Pt reported the button makes no audible sound when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.